Manufacturer narrative:
The insulin pump was received with a35 alarm due to motor encoder signal out of phase; unable to perform the self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump passed the currents test. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report multiple motion sensor test failure alarms. The customer's blood glucose level was unknown. During troubleshooting, the customer performed the displacement test and it failed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.